Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6atm for 10 seconds. The balloon was removed from the patient's body using normal method without any problem. The procedure was completed with a different device. No complications reported and patient was in a good condition post procedure.